Manufacturer narrative:
Other applicable components are: product ID 3387s-40, lot# va0b93b, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead; product ID 3387s-40, lot# va0ddgt, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: extension.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator. It was reported that the patient had their entire system explanted due to infection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.